Manufacturer narrative:
This MDR is being submitted late. CAPA (B)(4) had identified an error in the categorization of the device clearance status resulting in a no filing decision. The root cause was identified that the PMA/510(k) clearance identification process was not robust. A corrective action of adding the PMA/510(k) clearance status into accessible trackwise fields is being implemented. As an interim control, weekly reports are being run to identify any errors, prior to MDR filing timeline requirements. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granulomas is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of granulomas as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected to the prejawlines with unspecified juvederm voluma. Nineteen months later patient was injected to the midcheek with juvederm voluma with lidocaine. One week later patient developed "granulomas" to the "old juvederm voluma injection on that site." Two weeks later patient developed "granulomas on the new injection sites." No biopsy noted. Patient was treated with a tapering dose of corticotherapy for 35 days. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2014-00019 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, unspecified juvederm voluma.